Manufacturer narrative:
(B)(4). Device evaluation: the assignable cause was identified as a depleted main battery. The main battery was replaced to resolve the issue. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a low battery. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).